Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the peel-away sheath damaged during insertion could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion of the sheath/dilator, the sheath buckled and cracked at the proximal end towards the hub when the dilator and tip of the sheath had only been inserted. As a result, they opened a galt sheath and placed the catheter successfully. There was no patient death or complications reported.